Event description:
It is reported that during surgery on (B)(6) 2009, the x-ray indicated that the metal locking ring loosened and fell off during implantation into the acetabulum. The surgeon had to remove the cement and implant. The surgeon started over with new cement and implant.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.